Manufacturer narrative:
(B)(4).

Event description:
Questionnaire received from the customer stating that a corneal burn and iris prolapse occurred during a right eye cataract procedure upon beginning phacoemulsification. An additional incision site was made and sutures were required to complete the procedure. No occlusion alarm sounded.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a patient experienced a thermal burn during a procedure. The surgery was completed. Additional information has been requested but none has been received.

Manufacturer narrative:
This is a (B)(6) female who was scheduled for cataract extraction surgery in the right eye (od). The customer reported that a corneal burn and iris prolapse occurred during a cataract procedure; upon the beginning stages of phacoemulsification. An additional incision port was created and the original wound required sutures to seal the wound. The customer reported that no occlusion alarm sounded. The surgeon states that the viscoelastic was the cause of the event. The phaco handpiece was manufactured on august 8, 2013. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this phaco handpiece serial number. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The root cause of the reported event cannot be determined conclusively. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The manufacturer internal reference number is: (B)(4).